Manufacturer narrative:
The device was inspected and tested on april 24, 2017. Within this inspection, functional and visual inspection was made. => the device was out of specification. As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. However considering the minor deviations of the device, it is very unlikely that the device actually has contributed to this event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer called on (B)(6) 2017 requesting a loaner. Original call stated that they wanted to send in their rdl system in for annual inspection. Returned goods form sent on (B)(6) 2017 requested routine maintenance and repair and need for loaner. The returned goods form also described a risk: "the articulating arm slipped at some point during the procedure". Customer will send in entire rdl system for inspection. Item received on 4/24/17. The 3034-00 was purchased in (B)(6) 2010 and is 7 years old. Last inspected on july 2016.